Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level (bg) of 49 mg/dl. Suspected cause was due to having a carbohydrate ratio needing adjustments. Reportedly, emergency medical technicians were called and assisted customer by administering glucagon to address bg level. Customer updated the carbohydrate ratio setting to address the event.